Manufacturer narrative:
Film evaluation summary: the exact cause of the reported proximal type I endoleak could not be determined from the pre-implant films provided. Images during implant and post-implant were not available for review, and the reported endoleak event could not be assessed. The reported severely angulated and conical-shaped neck was confirmed. The neck was angulated ~90 deg (off-label usage) and the neck diameter ranged from ~26 ¿ 32mm. It appears that patient anatomy was the most likely cause of the type ia endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a severely angled, conical 73mm diameter infrarenal abdominal aortic aneurysm. It was reported that during the index procedure, after implantation, a type ia endoleak was observed. As per the physician, the cause of the event was anatomy related. No additional clinical sequelae were reported and the patient will be monitored.